Manufacturer narrative:
A partial lead with the measuring cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced successfully on (B)(6) 2017.